Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from the USA stating that the device "has air leak". The device was not being used during surgery. There were no injuries or medical intervention. There was no additional information provided.